Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the paramedics were called to treat his low blood glucose. The customer stated that he had been on a walk when his legs began to twitch and then became unable to move his legs. The customer stated that he had not eaten enough. The customer was wearing the insulin pump, and it had been suspended for three hours prior to being treated by paramedics. At the time of the event, the blood glucose reading was 25 mg/dl. The customer was treated with intravenous fluids and the blood glucose brought up to 110 mg/dl. The drive support cap appeared normal. Troubleshooting was declined for these issues. The insulin pump was not returned or replaced.